Event description:
Information received indicates when the head section is raised; it will unintentionally lower when the head up switch is released.

Manufacturer narrative:
The facilities maintenance stated the patient siderail controls are causing the malfunction. Maintenance replaced the patient control board assembly to repair the bed.